Manufacturer narrative:
Investigation included review of device data and user history, user interview, and troubleshooting steps including supply replacement. Investigation of this case revealed that the exact cause of the hyperglycemia was unclear, with contributing factors possibly including a missed meal announcement and early cgm inaccuracy. It was concluded that the event was user-manageable with education and supply change, and that a definitive device malfunction was not identified. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Event description:
It was reported that a user newly trained on the ilet experienced hyperglycemia with continuous glucose monitor readings around 398 mg/dl, corroborated by a fingerstick of 392 mg/dl, while using a libre 3+ sensor and an inset teflon 6 mm infusion set; review indicated a missed meal announcement and persistent high automated correction doses, and the user completed a full supply change with guidance. Symptoms included elevated blood glucose. Outcomes included no hospitalization and a downward glucose trend after the supply change.